Event description:
Caller reported that their pump malfunctioned after it got wet, displaying malfunction code malf 3. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer did not have a backup insulin therapy plan, so technical support arranged to replace the out-of-warranty pump with an out-of-warranty loaner pump, provided updated software information, and initiated steps for the caller to take upon receiving the replacement. Discussions about insurance and confirmation of the shipping address were also handled by technical support.